Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an il extension set in which a separation occurred. According to the report, the head nurses stated that the plastic white adaptor detached from the set in the pediatric unit. The condition occurred during use. It is unknown if there was any patient injury or medical intervention associated with this event. This is report 3 of 3 of the same reported problem from this facility. No additional information is available.